Event description:
A patient's nurse (rn) reports incident of a pac-xtra cycler set leaking during a pt's automated peritoneal dialysis therapy and possibly resulting in a peritonitis episode which occurred while the pt was hospitalized. (Admission date: 2004) reportedly, one week after the pt's therapy was complete the rn went to remove the cyler set from the pump housing of the pac-xtra, and noted moisture. Closer examination revealed a hole in the cycler set tubing. Later that day, the rn noted that the pt's effluent appeared cloudy. A cell count was done which revealed "few" white blood cells, and an effluent culture with no organism identified. The pt was treated with ancef and fortaz 1g each intraperitoneal (ip). The following day (2004) a follow up cell count was performed with the effluent still notably cloudy. The cell count revealed a white blood cell count of 3901. The pt was again treated with ancef and fortaz, ip, 1g each. The pt was discharged 2 days later. It is unknown whether or not the pt was given a prescription in order to continue antibiotic therapy for the peritonitis episode as an out-patient. The rn had no additional information on the patient status post discharge. Per the rn, there are a number of potential root causes for this peritonitis episode: the leak in the cycler set, a fluoroscopy and cathogram performed in 2004, or a laparoscopic catheter repositioning which occurred in 2004. Per the rn, the tubing leaking occurred during initial use of the cycler set. No animals had access to the product prior to, or during use. The rn reported that people do use box cutters to open the cases in which the cycler sets are delivered, however, no damage was noted to the cycler set overpouch during therapy setup. In 06/2004, additional info was received from the rn. She reported per the physician, that the pt was not diagnosed with peritonitis as previously stated. The effluent culture revealed no organism, and the pt received no additional antibiotics other than those previously mentioned. The rn indicated the antibiotics were initiated prophylactically as a result of the pump segment tubing leak and there was no pt injury per the rn.